Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump on a 2008t hemodialysis (hd) machine was making a noise during a patient¿s treatment. When they looked at the machine, they noticed the blood tubing was damaged. The biomed said the guide pin covers did not look damaged or deformed. The biomed was unsure how much blood loss there was due to the event. Technical support issued the biomed a warranty replacement for a new blood pump rotor because of the damage it caused to the bloodline. Additional details were provided upon follow-up with the biomed and a registered nurse (rn) familiar with the event. Approximately twenty minutes into the patient¿s hd treatment on the machine an air detector alarm went off. A nurse went to check on the patient and heard a clicking noise coming from the system. They also observed blood leaking from the blood pump module. The combi set bloodlines were subsequently clamped and some (not all) of the patient¿s blood was returned manually. The patient¿s estimated blood loss (ebl) was said to be less than 50 ml. The patient was moved to another machine where they were re-setup with new supplies and able to complete their treatment. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. When the bloodlines were removed from the machine, a visible cut was noticed on the tubing where it wraps around the blood pump rotor. It was confirmed that no damage was present on the bloodlines before they were used. The biomed replaced the blood pump rotor and the machine was returned to service. The one removed from the machine was reportedly sent back for evaluation. The biomed confirmed that there was no visible damage on the rotor itself.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump on a 2008t hemodialysis (hd) machine was making a noise during a patient¿s treatment. When they looked at the machine, they noticed the blood tubing was damaged. The biomed said the guide pin covers did not look damaged or deformed. The biomed was unsure how much blood loss there was due to the event. Technical support issued the biomed a warranty replacement for a new blood pump rotor because of the damage it caused to the bloodline. Additional details were provided upon follow-up with the biomed and a registered nurse (rn) familiar with the event. Approximately twenty minutes into the patient¿s hd treatment on the machine an air detector alarm went off. A nurse went to check on the patient and heard a clicking noise coming from the system. They also observed blood leaking from the blood pump module. The combi set bloodlines were subsequently clamped and some (not all) of the patient¿s blood was returned manually. The patient¿s estimated blood loss (ebl) was said to be less than 50 ml. The patient was moved to another machine where they were re-setup with new supplies and able to complete their treatment. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. When the bloodlines were removed from the machine, a visible cut was noticed on the tubing where it wraps around the blood pump rotor. It was confirmed that no damage was present on the bloodlines before they were used. The biomed replaced the blood pump rotor and the machine was returned to service. The one removed from the machine was reportedly sent back for evaluation. The biomed confirmed that there was no visible damage on the rotor itself.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.